Event description:
During use of an aviator plus (5.0/40mm) balloon it was reported that the balloon was inflated at the lesion but it ruptured at below nominal pressure. It was removed intact from the patient. Later in the procedure another aviator plus (6.0/40mm) balloon was inflated at the same the lesion, but it also ruptured at nominal pressure. When the physician tried to remove the balloon catheter, it stuck to the sheath introducer and the distal portion of balloon catheter was separated. The physician believes that the resistance was caused by the radial type rupture. The distal portion of balloon catheter remained in the patient and was surgically removed. The patient¿s age and gender were unknown. The target lesion was the shunt vessel in forearm. The lesion was heavily calcified. The rate of the stenosis was 90%. Approach was made with a 4fr sheath introducer. A total of 10 balloon catheters including two cordis aviator balloon catheters were used. The products were properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. It is unknown what brand sheath introducer was used in the procedure. There was no difficulty advancing the balloon catheters through the introducer or over the guidewire. There was no difficulty advancing the balloon through the vessel or crossing the lesion. The brand of contrast used in the procedure is unknown. The contrast to saline ratio was 50:50. The brand of indeflator is unknown. Both balloons ruptured on initial inflation. It was noted that there was some excessive force used to withdraw the 6x40mm balloon through the sheath. The lesion was successfully treated with another balloon.

Manufacturer narrative:
During use, an aviator plus (5.0/40mm) balloon catheters ruptured below nominal pressure. The device was removed intact and an aviator plus (6.0/40mm) use used which also ruptured below nominal pressure. When the physician tried to remove the balloon catheter, it stuck to the sheath introducer and the distal portion of balloon catheter was separated. The distal portion of balloon catheter remained in the patient and was surgically removed. The target lesion was a forearm shunt vessel. The lesion was heavily calcified with 90% stenosis. Approach was made with a 4fr sheath introducer. A total of 10 balloon catheters including two cordis aviator balloon catheters were used. The products were properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. It is unknown what brand sheath introducer was used in the procedure. There was no difficulty advancing the balloon catheters through the introducer or over the guidewire. There was no difficulty advancing the balloon through the vessel or crossing the lesion. The brand of contrast used in the procedure is unknown. The contrast to saline ratio was 50:50. The brand of indeflator is unknown. Both balloons ruptured on initial inflation. It was noted that there was some excessive force used to withdraw the 6x40mm balloon through the sheath. It was reported that ¿the physician believes that the resistance was caused by the radial type rupture.¿ the lesion was successfully treated with another balloon. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported balloon burst at/below rbp could not be confirmed as the device was not returned for analysis and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (heavily calcified with 90% stenosis) which may have contributed to the burst of the device (1-iskuh1). The event description notes that a total of 10 balloons were used to treat the heavily calcified lesion. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2013-00552 and 9616099-2013-00553.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2013-00552 and 9616099-2013-00553.